Event description:
A user facility¿s clinic manager (cm) reported that an internal dialyzer blood leak occurred three hours and twenty minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. The patient opted not to complete treatment following the issue. There was no patient serious injury or medical intervention required as a result of this event. The complaint device was returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Visual examination and a tightness test of the sample didn´t confirm the reported failure. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility¿s clinic manager (cm) reported that an internal dialyzer blood leak occurred three hours and twenty minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius 5008x machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. The patient opted not to complete treatment following the issue. There was no patient serious injury or medical intervention required as a result of this event. The complaint device was returned to the manufacturer for evaluation.